Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: allergic rhinitis, itchy and watery eyes, hand dermatitis, facial swelling, shortness of breath and chest tightness. Plaintiff alleges developing a latex allergy.